Event description:
Complainant alleged that the device did not function at all. There was no indication from the complainant of any patient involvement in the reported malfunction. All attempts to obtain additional event information from the complainant regarding this malfunction were unsuccessful.